Event description:
It was reported, that the health care professional (hcp) had difficulty interrogating this pacemaker using consult. Troubleshooting was performed. However, it was unsuccessful. It was recommended, to have a local field representative interrogate the device. Upon interrogation, this device was found to be in safety mode. The patient did experience syncope. Additionally, this patient was a twiddler. Subsequently, the system was abandoned, and a new implant was done on the patient's right side. The old device will eventually be explanted. No additional adverse patient effects were reported.